Event description:
Boston scientific received info from a product experience report (per) form that this pt was presented back to the electrophysiology (ep) laboratory. The device and electrode were explanted due to infection. There were no further adverse events reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.